Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the console was powered on by the biomedical team, but the console could not be shut down using the power button. The biomedical staff were only able to turn off the console by switching off the battery and unplugging the unit.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the aic software did not initiate the shutdown sequence after the shutdown was requested by the user.